Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had received the medical treatment for redness on sensor site. The customer¿s blood glucose level was unknown. The customer reported that there was redness negative reaction. The customer was able to check with doctor and was given medication. The product will be returned for analysis.